Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg is inoperable as the patient has not used or recharged the device in approximately 5 years. The patient may undergo surgical intervention at a later date to address the reported issue.